Event description:
The consumer reported, using the prod for seven hrs on his shoulder while sleeping. When the patch was removed, the consumer described a burn with blisters which took two weeks to heal, but caused scarring. The consumer did not seek medical attention at the time of the incident and treated the area with triple antibiotic ointment.

Manufacturer narrative:
Since the date provided for this incident occurred prior to the product's launch date, the product in question may not be our company's prod. We are unable to verify the identity of the prod at this time. The consumer used the prod off-label by wearing the prod while sleeping. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.